Manufacturer narrative:
Findings: pump passed displacement test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, rf pic failed self-test alarm during self-test due to faulty y1 rf board. Unit received cracked case at display window corner.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was 145 mg/dl. Customer received rf pic failed self-test alarm 2 times in one day. The customer was explained and possible causes. The customer was advised the pump will need to be replaced.